Event description:
A malfunction was reported on a customer's pump, displaying a malfunction code of "malf 16." There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, but the issue recurred, leading to the decision to replace the pump. The customer was informed that a replacement pump with updated software would be sent, and training would be available in their tandem source account. The customer was advised to use multiple daily injections as backup therapy, and they were provided instructions on storage mode for returning the faulty pump.